Event description:
It was reported in 2009, that the bariair therapy system allegedly articulated itself into the chair position without command by the user, and the patient exited the bed, according to a nurse (rn) caring for the patient, the patient's naso-gastric tube was displaced, and the patient was inadvertently extubated during the alleged incident. The nurse stated that a respiratory code was called, and the patient was air-bagged until he could be reintubated. The nurse stated further that the condition resolved within an hour by re-intubating the patient, and inserting an new naso-gastric tube.

Manufacturer narrative:
The bariair therapy system bed was found to be functioning according to specification; however, the hand control accessory was returned to kci quality engineering for evaluation. Evaluation of the hand control determined that the trendelenburg button was stuck in the closed position. During normal operation, the trendelenburg button adjusts the patient's support surface from a supine position to the trendelenburg position (feet higher than the head). This fault condition does not appear to be a contributing factor in the alleged event, as the bed was found in the chair position nad not the trendelenburg position.